Manufacturer narrative:
Image review: six media files were provided for review of the event description above. The patient¿s executive summary was not provided for anatomical review. It was reported that an infold was noticeable after one recapture; however, there are no images of the infold available for review. Despite the representative¿s recommendation to recapture the valve, the implanting team decided to release. Of note, infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. As a result, the evolut dislodged requiring an intervention. The reviewed images showed the implanting team proceeded with a non-medtronic valve implantation. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a procedural delay did not occur as a result of the valve infold. The non-medtronic valve was implanted valve-in-valve.

Manufacturer narrative:
Updated data: b5 - event description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with a heavily calcified aortic valve, with a calcium score of approximately 4300 agatston score, and an annular perimeter of 82mm with a minimum diameter of 23mm and a maximum of 29mm. The access for the delivery catheter system (dcs) was noted to be the right trans-femoral artery. The valve was loaded and the load was verified under fluoroscopy by a health care professional (hcp) loader in training. The load was confirmed successful. Because of the high calcification of the native valve, the implanter predilated the native valve using a non-medtronic (vacs) 22 mm balloon, which was introduced over a non-medtronic (safari) guidewire. In order to achieve full expansion of the balloon, the implanter inflated the balloon 5 times under increasing rate of pacing, as the balloon was slipping out of position due to the high calcification of the native anatomy. The first deployment attempt was deemed too high in relation to the native annulus and the valve was recaptured. Upon second deployment, the implant depth was acceptable, approximately 2-3mm below non coronary cusp (ncc), however the valve frame was too constrained and an infold was noted and verified in another fluoroscopic view. It was suggested to the physician to recapture the valve, remove it from the patient and prepare a second valve, however the the implanter decided to deploy the infolded valve, and rectify the infold using a post implant balloon aortic valvuloplasty (bav). A 25 mm non-medtronic (cristal) balloon was prepared, inserted and inflated under rapid pacing. After the balloon deflation and removal, an aortogram was performed. It was reported that the valve had dislodged. The valve moved upwards over the native annulus on the non and right coronary cusp (rcc). Significant paravalvular leak (pvl) was reported as a result. The implanter elected to introduce and implant a non-medtronic (edwards sapien) 26mm valve in order to seal the pvl. The non-medtronic valve was implanted deeper than expected, however the pvl was reduced to acceptable levels. No additional adverse patient effects were reported.